Manufacturer narrative:
This report is being transmitted late due to not having an FDA electronic submission gateway (esg) account. The manufacturer is in the process of obtaining an account. In the meantime, matrix medical devices has been contracted to submit on the manufacturer's behalf.

Event description:
During a parotidectomy, the surgeon was using nim and checkpoint and listening for auditory feedback from nim. While doing this, and based solely on the nim auditory feedback, the surgeon believed that checkpoint failed to stimulate on two nerve branches that were confirmed as functional while previously using the nim. Checkpoint continued to be used throughout the case and checkpoint gave confirmed stimulation. The surgeon noted that the patient prognosis for full recovery is excellent. Upon product return, internal testing, including a review of the software event log, revealed no product errors or problems.